Event description:
Boston scientific crm received information that this right ventricular defibrillation lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision was performed and this lead was successfully repositioned. No additional information is available. If any additional information does become available, this report will be updated.